Event description:
The following literature article was reviewed: prevalence, characteristics, and predictors of endocardial and nonendocardial conduction gaps during local impedance-guided extensive pulmonary vein isolation of atrial fibrillation with high-resolution mapping by kohki nakamura et al: procedure-related complications occurred in four patients (2.5%): a cardiac tamponade in one, which could be managed with percutaneous pericardial drainage, gastric hypomotility in two, which spontaneously resolved, and a femoral hematoma in one, which could be managed with a local pressure application.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.